Manufacturer narrative:
(B)(4). Batch #:unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Were there any patient consequences?.

Event description:
It was reported that during a pancreatectomy, ntlc device cartridge staples did not form properly.

Manufacturer narrative:
(B)(4). Date sent: 01/16/2020. D4: batch # t5d33v. Additional information was requested, and the following was obtained: were there any patient consequences? There were no patient consequences. Device analysis: the analysis found that one ntlc55 device was returned with no apparent damaged and with a reload loaded on the device. The reload was received fully fired and with the swing tab in the locked position. The device was then tested with test reloads for functionality in the two (green - blue) staple height selector positions and achieved its firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple form release criteria on firings. The event described could not be confirmed as the device performed without any difficulties noted. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.